Manufacturer narrative:
Block b3: date of event was approximated to september 1, 2023, based on the date the manufacturer became aware of the event, on september 13, 2023. Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a0501 captures the reportable event of sleeve detached. Block h10: the returned sensor wire was analyzed, and upon magnification it was observed that the ptfe peeled at the middle section and the sleeve was detached, however the part was not returned. No other problems with the device were noted. The reported event was confirmed. With all the available information, boston scientific concludes that the reported event was confirmed. It is possible that the ptfe peeled because of an excess of force applied during the manipulation of the device during the procedure or the insertion. Also, the peeling of the ptfe could have been caused by the interaction of the guidewire with the scope or the usage of a metal needle or cannula. Additionally, the mentioned excess of force could also have contributed to the reported sleeve detachment. Based on the information available and analysis results, a conclusion code of adverse event related to procedure has been assigned to this investigation.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a procedure. The exact event date was not reported. During the procedure, the blue soft part on the proximal part of the guidewire was separated. The procedure was successfully completed with another sensor wire device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a procedure. The exact event date was not reported. During the procedure, the blue soft part on the proximal part of the guidewire was separated. The procedure was successfully completed with another sensor wire device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2023, based on the date the manufacturer became aware of the event, on (B)(6) 2023. Block e1: (B)(6). H6: imdrf device code a0501 captures the reportable event of sleeve detached.